Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her programmer was not working and her hands were shaking very badly as of (B)(6) 2016. When she tried to use the programmer to check if the implant was turned on, she saw the low battery screen. She replaced the programmer batteries and was able to turn it on. The patient then confirmed the therapy was off and was assisted in turning it back on. She confirmed her therapy was on and ok and the shaking in her hands stopped. Troubleshooting resolved the reported issue. The patient's indications for use were essential tremor and movement disorders. The cause of sudden shaking and the therapy being off was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient turns her implantable neurostimulator (ins) off at night to conserve the battery. The patient noted that the circumstances that lead to the therapy being off was the patient programmer being dead; the patient did not expect the batteries to deplete that quickly.